Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the helix would not extend from the lead. The lead was replaced and the patient was in good condition.

Manufacturer narrative:
A complete lead was returned for evaluation with the helix fully extended and clogged with blood and tissue. An x-ray examination found the inner coil inside the connector region had been over torqued, which is consistent with the implant procedure. After cleaning the lead and applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification and electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted. The reported event was not confirmed.